Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1870 and screen replacement. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump found that pump was in damaged condition with cracked lens and battery cavity corroded. Review of device history log identified following event: 1016> error - 1870 - 2/8/2019 10:07:00 am functional testing included simulated use. Upon powering up the pump displayed lec 1870. It was not possible to run the pump. The pump errored out. Further investigation revealed the pump's motor was locked. The customer's issue was able to be duplicated. The complaint was confirmed. The problem source could not be identified.